Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there has been a decline in hearing performance with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient was re-implanted but the device has not been received for investigation yet.

Event description:
It was reported that there has been a decline in hearing performance with the device. It is unknown if a trauma occurred. The recipient has been re-implanted.